Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) alert. Engineering analysis of device data by technical services (ts) confirmed that power consumption was increasing in a gradual fashion. Ts recommended device replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service.